Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis for this procedure: "lcs", type of procedure or technique used: "olif", levels implanted: l 2/5 it was reported that , post-op, vertebral body fracture was observed. The surgeon considered it was a vertebral body fracture (longitudinal crack) due to insertion of big size cage. There was no complaint of pain from the patient. The product came in contact with the patient. Post-op, fracture at l3 was observed. No symptom/complication developed and revision was not scheduled. The surgeon told that the cage might have been too big.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.